Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3, thin leaflets, and rotated heart. A triclip xt was prepared per the instructions for use, inserted without issues, and grasping was performed. However, difficulties visualizing the clip occurred. The clip was able to be deployed on the tricuspid valve, attached to the anterior and septal leaflets. However, directly after deployment, the clip fully detached from both leaflets, dislocated into the lung, and remained stable on fluoroscopy. The procedure was discontinued, and the tr remained at a grade of 3. The patient was reported to be hemodynamically stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip expulsion and difficult imaging were unable to be determined. The reported embolism, foreign body in patient, and unchanged tr were cascading events of the reported complete clip detachment. The reported patient effects of embolism, foreign body in patient, and unchanged tr, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.codes removed: